Event description:
Blood was noted to be present in the iabp (intra-aortic balloon pump) gas tubing. Hemodynamically stable with no intra-aortic balloon pump alarms. The decision was made to undergo intra-aortic balloon pump replacement. During the intra-aortic balloon pump removal, there is injury to the right axillary artery because of inability of the balloon to be fully deflated. The right axillary artery was repaired and stented. Due to injury of the axillary artery, a replacement intra-aortic balloon pump could not be placed. Manufacturer response for cv bypass cannulas, sensation plus 7fr iab catheters (per site reporter). Vendor was made aware while patient was in the or (operating room). Device will be retained by the facility.